Event description:
The customer reported that damaged cables in swivel arm md eleva was due to sharp edges on bracket. The damaged cable can make the brake powered on; resulting in the rotation / angulations' of the c-arc not stopping.

Manufacturer narrative:
(B)(4). Investigation is still ongoing on this event. When investigation is completed, a f/u report will be sent to the FDA.